Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a preparation, a faradrive sheath was selected for use. However, air was observed in the sheath valve when the farawave catheter was inserted and flushed. The guidewire tip was slightly protruding at the time. The issue was identified before any devices had been fully introduced into the sheath. An infusion pump was used for irrigation. The flow rate was 20 ml/hr. The air bubbles were observed at the valve. No air was seen in the patient. The sheath was replaced to resolve the issue. The procedure was completed without patient complications. The device was disposed of and is not being returned for analysis.